Event description:
The hcp reported, the patient presented in 2006 with signs of an infection of the device pocket. These included redness, swelling, and drainage. The patient had been receiving morphine and marcaine intrathecally via the pump. Culture information was unknown to the reporter. The patient was treated with both IV and oral antibiotics and the pump was explanted after an implant duration of 28 days. The infection resolved and the patient experienced no drug withdrawal.